Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported she had peritonitis. During follow up the patient's nurse reported the patient had contracted peritonitis on (B)(6) 2016, which was confirmed via cell count on the same day. During a scheduled visit to the clinic, the patient presented with fever and cloudy, fibrin containing effluent. Cultures were performed and showed no growth; however, the patient's white blood cell count was elevated (the exact results were not reported). The patient's peritoneal dialysis nurse reasonably associated the contraction of peritonitis with non-compliance with proper aseptic technique, as the nurse remarked that this patient has a history of breaching aseptic technique when using the cycler. The patient was not hospitalized, and received 2 grams of vancomycin for initial treatment, followed by 1 gram of ceftazidime over a treatment course of 14 days. The patient has subsequently recovered.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification. The patient's peritoneal dialysis nurse reasonably associated the contraction of peritonitis with non-compliance with proper aseptic technique, as the nurse remarked that this patient has a history of breaching aseptic technique when using the cycler.